Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection found the device can was swollen corresponding to where the capacitors are positioned. Review of device memory confirmed the device declared end of life (eol) due to an extended charge time. Additionally, the battery voltage was found to be 3.08 volts. The device was cut open and visual inspection confirmed a swollen capacitor. X-ray and electrical testing on the capacitor confirmed the capacitor had an internal short. Analysis confirmed the device experienced an extended charge time due to high leakage current in the capacitor.

Event description:
Boston scientific received information that a possible device anomaly was detected and remote monitoring could no longer be performed. The patient was brought into clinic and a charge time out message was observed. The device was found to have declared end of life (eol) due to a charge time of 45 seconds. Additionally, it was found the device was set to a single ventricular fibrillation (vf) zone with vvi pacing available. The patient was admitted and a device replacement procedure was performed. This device was successfully explanted and replaced. No adverse patient effects were reported.